Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) into the patient's right eye, the cartridge of a preloaded product split upon insertion of iol. The doctor opted to use the backup lens, rather than try to reload the suspect lens. It was noted that the tip of the cartridge was split according to the doctor and the technician. There was no incision enlargement, vitrectomy, sutures done. No daily activities significantly affected. No medical attention sought. Directions for use followed. No delay in procedure. The patient fully recovered. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect catalog number (dib00u0190-12) was inadvertently entered in the section "d4" of the initial MDR report submitted, instead of the correct catalog number "dib00u0190". This supplemental report is submitted to correct this report that was initially submitted. Field below updated accordingly: section d4: additional device information: catalog number: dib00u0190. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on:(B)(6) 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint device reveal that it was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip was damaged in a way consistent with damage that occurred during shipping the cartridge tip displayed stress marks which were in specification for a used device. The lens module was inspected, presenting with no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. The plunger rod was inspected and had no issues. The lens was cleaned and presented with cosmetic damage/scratches on the optic body, damage to the edge of the lens, and damage/scratches to haptic. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: based on the complaint investigation results, the product was released within specifications all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.